Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting high out of range shocking impedance measurements greater than 125 ohms six days following the implant procedure. The out of range impedances were able to be recreated with pocket manipulations. A revision procedure took place and there was a loose setscrew discovered on the proximal hv connector. The proximal hv lead connector was removed and reinserted. The setscrew was tightened and measurements returned to normal range. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.